Event description:
Pt status post uss construct, level t4-illium, implanted approx (B)(6) 2009 returned to surgeon after experiencing one or more falls. X-rays on an unk date showed one rod was broken below l-4 and a probable non-union. Pt returned to operating room on (B)(6) 2012 with the surgeon confirming the non-union. Surgeon removed two rods, one of which was broken, 30 screws 5 of which were loose, 30 collars and 30 nuts. Pt was revised to another uss construct. This is 1 of 17 reports for this event.

Manufacturer narrative:
Implanted approx (B)(6) 2009. The raw material and device history records were reviewed and no discrepancies were found. The investigation could not be completed, no conclusion could be drawn as no product was returned.